Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the issue on the error log and was able to reproduce the error upon starting a test. The fse observed the sample loader x1 home flag was misaligned and corrected the alignment. The fse then performed a sample rack load multiple times, along with a rack rotation test, with no further errors. System validation was performed by completing two levels of quality control (qc). Qc results passed within the customer published ranges. The aia-900 conformed to the manufacturer's performance specifications and returned to service. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from installation date of 26jul2018 to aware date 26aug2019. No other similar complaints were identified during the search period. The aia-900 operator's manual states the following: [2300] s.loader step feed failure: cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The probable cause of the reported issue is attributed to the alignment of the sample loader x1 home flag. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported receiving error message 2300 s.loader step feed failure while operating on the aia-900 analyzer. Technical support (ts) instructed the customer to eject the rack and perform an all set home function, but the error remained. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.